Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During suturing, the suture was broken at the swage part when pulling a suture. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional: it was reported breakage suture. A dispensed needle-suture, an empty labeled winding former and one empty opened foil of product code sxp1a400, lot mdz215 were returned for analysis. During the visual inspection of needle/suture, slightly marks on the body needle that appears to be by use of surgical instruments was noted. In addition, body fluids on the strand and the two sides of the fixation tab were broken and damaged on the nucleus were noted. In addition, a functional test was performed and the tensile force were above the minimum requirements. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample.